Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem could not be confirmed. Further investigation found a downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The dso/upstream occlusion (uso) sensor was calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned the product for "indicator lights not flashing when running", during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.